Event description:
Related manufacturer report number: 2916596-2022-02020. It was reported that the patient had backup battery fault alarms on (B)(6) 2022. The patient called their friend to assist with controller exchange but when the friend arrived, the patient lost consciousness. The controller was exchanged and the new controller was connected. Flow rates were 3.8. Upon interrogation of the device it was discovered that the ventricular assist device (vad) was off for 20 minutes but it was unclear as to what happened since the initial alarm was an advisory alarm. A review of the log files revealed battery backup fault alarms which began on (B)(6) 2022 at 1342 and continued to 1434 when the driveline was disconnected. A battery was connected back up and the pump started running again until the driveline was disconnected again at 1450. The event log file of the new controller was only 5 lines of data recorded. There were no unusual events seen within this log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section d6a: implant date was inadvertently added to the initial report and is not applicable to this device. Manufacturer's investigation conclusion. The reported event of a backup battery fault was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 6 days (23mar2022 - 28mar2022, 15apr2022 per timestamp). Events captured on 15apr2022 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on 27mar2022 from 13:42:36 ¿ 15:03:48. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded voltage. The controller was shut off on 27mar2022 at 15:03:48 and the controller was placed into charging mode. There were no other notable alarms active in the log file. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop without alarms and functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 03may2018. No further information was provided. The manufacturer is closing the file on this event.